Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using (B)(4). Three months post-op, the patient d eveloped "total" bone resorption with collapse of the cage. No additional information is available at this time.

Manufacturer narrative:
Pre-op films show significant disk narrowing at l5-s1 with a degenerative slip and stenosis at l4-l5. Post-op films show 6 pedicle screws with segmental bilateral rods l5-5-s1. A fenestrated circular implant occupies roughly 65% of the disk space. Instrumentation and anterior implant does not extend beyond its reasonable positioning. The anterior implant has settled into the supra- and sub- jacent endplates causing the former disk space to become completely narrowed. More immediate post-op films show 5 mm or more interbody space. Osseous healing anteriorly has likely occurred in the 10 month post-op film at l4-l5.